Event description:
It was reported that during a routine upgrade procedure, the right atrial (ra) lead was found to be dislodged. The ra lead was difficult to reposition so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).